Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-18 - user has high glucose value. Test strip (B)(4). Note: manufacturer contacted customer on 7/11/2018 in a follow-up call to ensure the customer's condition since the initial call; customer feels calm and not nervous at the time of the call. Customer was advised to call 911 due to her symptoms and her increasing blood sugar. Customer did not go to the hospital but states she called her doctor's office and they said the doctor is not in and that they would call customer back. She was told not to eat any sugars or carbs and to try to relax at home. Customer states she was not advised to go to the hospital. Additional tests resulted in bgr of 521mg/dl non-fasting. Customer states will seek additional medical attention. Another follow up call made on 7/13/2018; customer's condition has improved; however, she still has excessive thirst. Customer states meter read 293mg/dl. Customer states she feels much better but states she still has excessive thirst. Instructed customer to call 911 and to call her doctor to receive medical attention for symptom.

Event description:
Consumer reported complaint for e-2 error code as soon as the blood is absorbed accompanied by symptoms. Boyfriend is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling nervous, has excessive thirst, and has excessive urination. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a blood test was performed non-fasting by the customer and produced test results of 423mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.